Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that a main coil, introducer sheath and delivery wire were returned for this complaint. The coil and delivery wire were inside the introducer sheath, but were not interlocked within introducer sheath. The coil was found kinked and severely stretched. The interlocking arm of the coil was detached. The delivery wire was inspected, and no anomalies were found. An important amount of blood was noticed inside introducer sheath. No more damages were found. Functional inspection revealed that the coil was advanced through the introducer sheath, but it was not possible to continue advancing it due to the main coil was stuck; it was necessary to cut the sheath in order to release the main coil. Microscopic inspection of the delivery wire revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and no damages was found. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and it was detached (part did not return, was not inside the introducer sheath). Dimensional inspection of the delivery wire and main coil revealed that the components were within specification except the number of distal fiber bundles, which were only 20 out of 22 and the number of proximal fiber bundles, which were only 18 out of 22-32.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the coil could not be pushed out. The target lesion was located in the liver. A 10mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil could not be pushed out. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached and there were missing fiber bundles.